Manufacturer narrative:
The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: comp (B)(4).

Event description:
A healthcare professional reported that an 85-year-old female patient underwent implant and abutment placement on tooth number 18 on (B)(6) 2026. It was reported that the implant encountered a fit issue and an osseointegration problem (lack of primary stability, failure to osseointegrate and loss of osseointegration). It was stated that on (B)(6) 2026 the implant came out of the site five weeks after initial placement and the abutment came out along with the implant. Abutment was not reported as defective. Per the report the patient did not experience any symptoms or permanent injury, and no additional procedures were required, and the implant was not replaced. It was reported that the patient's bone quality is type iii with good oral hygiene. Event was reported to the dental office located in (B)(6), texas.